Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the patient that on (B)(6) 2015 they experienced swelling and "discharging puss", which they thought to be an infection of the eye (od). The patient informed cvi that they were going to schedule an appointment with their ecp. A reasonable and good faith effort was made to obtain additional medical information from the patient's ecp without results. The alleged event is being reported out of an abundance of caution based on the diagnosis and permanent injury is unknown.